Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and 467 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 238 mg/dl and 249 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/22/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the hi 07/02/2017 10:36 am fasting:yes, the 467mg/dl (B)(6) 2017 10:28 am fasting:yes, the 145mg/dl (B)(6) 2017 06:26 am fasting:yes, the 214mg/dl (B)(6) 2017 05:35 am fasting:yes, the 333mg/dl (B)(6) 2017 03:27 pm fasting:yes. Memory concerns:customer is concerned with hi and 467mg/dl fasting results. Customer also states the results are too high.